Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 64-year-old male patient who received denture adhesive powder-cmc (poligrip powder) oral powder (batch number jm3b, expiry date 31st october 2021) for denture wearer. Concurrent medical conditions included upper denture wearer. In (B)(6) , the patient started poligrip powder. On (B)(6) 2017, an unknown time after starting poligrip powder, the patient experienced accidental device ingestion (serious criteria hospitalization and gsk medically significant). In (B)(6) 2017, the patient experienced unable to swallow. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, unable to swallow and product complaint were not reported. It was unknown if the reporter considered the accidental device ingestion and unable to swallow to be related to poligrip powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the action taken with poligrip powder was withdrawn. The consumer reported that he had an upper denture put in september and when he used poligrip powder, there was a gooey substance that ended up forming on his gums and he ended up accidently swallowing some of it. After this happened he ended up in the hospital for a week because of swallowing this. He could not swallow after this happened. He wanted to know if there was a mouthwash or anything that he could clean his gums with to get rid of the substance. He started using the product about a month to a month and a half ago, but couldn't remember. He ended up in the hospital for 5 days, from (B)(6) to (B)(6). He swallowed the substance on (B)(6) and ended up in the hospital on the same day. When he was in the hospital they did a barium test as well as gastro and esophagus tests. He had some x rays done on his chest too. The results have not come back yet however he was going to visit his doctor again next week. He stated that he supposed he would withdraw using the product the day of the report and speak to someone about it. He wanted to know if there was someone who could recommend whether this product or another poligrip product was better for him. He stated that he saw the issues we had with zinc in poligrip and thought we would have the answer. He wanted to know what he could do to get rid of the gooey substance if it happened again. Jm3b is the secondary lot number follow up received on 14-dec-2017: updated lot number received from local qa: jm8b. Follow up information was received on 20 june 2018 from qa.the qa analysis revealed the complaint to be unsubstantiated.

Manufacturer narrative:
3003721894-2017-00558 is associated with argus case (B)(4), poligrip powder. Poligrip powder is marketed as super poligrip in the us. Qa investigation: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis: test: description: specification: a free flowing white powder, free of foreign matter: result: complies: test: polyox content: specification: 17.8% - 24.2%. Result: 21.0%. Test: ph. Specification: 7.3 - 9.5. Result: 8.0. Test: identity - appearance/fragrance/tackiness. Specification: conforms to standard. Result: complies. Conclusion: testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements.

Manufacturer narrative:
MDR 3003721894-2017-00558 is associated with argus case ca2017gsk193613, poligrip powder.poligrip powder is marketed as super poligrip in the us.

Event description:
Accidental ingestion [accidental device ingestion], could not swallow [unable to swallow]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received denture adhesive powder-cmc (poligrip powder) oral powder (batch number jm3b, expiry date 31st october 2021) for denture wearer. Concurrent medical conditions included upper denture wearer. In 2017, the patient started poligrip powder. On (B)(6) 2017, an unknown time after starting poligrip powder, the patient experienced accidental device ingestion (serious criteria hospitalization and gsk medically significant). In (B)(6) 2017, the patient experienced unable to swallow. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, unable to swallow and product complaint were not reported. It was unknown if the reporter considered the accidental device ingestion and unable to swallow to be related to poligrip powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the action taken with poligrip powder was withdrawn. The consumer reported that he had an upper denture put in (B)(6) and when he used poligrip powder, there was a gooey substance that ended up forming on his gums and he ended up accidently swallowing some of it. After this happened he ended up in the hospital for a week because of swallowing this. He could not swallow after this happened. He wanted to know if there was a mouthwash or anything that he could clean his gums with to get rid of the substance. He started using the product about a month to a month and a half ago, but couldn't remember. He ended up in the hospital for 5 days, from (B)(6) to (B)(6) . He swallowed the substance on (B)(6) and ended up in the hospital on the same day. When he was in the hospital they did a barium test as well as gastro and esophagus tests. He had some x rays done on his chest too. The results have not come back yet however he was going to visit his doctor again next week. He stated that he supposed he would withdraw using the product the day of the report and speak to someone about it. He wanted to know if there was someone who could recommend whether this product or another poligrip product was better for him. He stated that he saw the issues we had with zinc in poligrip and thought we would have the answer. He wanted to know what he could do to get rid of the gooey substance if it happened again. Jm3b is the secondary lot number follow up received on 14-dec-2017: updated lot number received from local qa: jm8b.